Event description:
Procedure: robotic vats/wedge resection. According to the reporter: when the stapler was fired, the staple line was inadequate due to thick tissue, so the surgeon decided to open the patient to complete the procedure with an open gia. Or time was extended approximately 1 hour.